Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during an explant procedure, the lead extension was severed which leaves a sharp tip. It was also reported that the lead extension has migrated and erupted through patients skin.

Manufacturer narrative:
Model number/catalog number: sc-3138-25. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: lead extension kit 25cm.

Event description:
A report was received that during an explant procedure, the lead extension was severed which leaves a sharp tip. It was also reported that the lead extension has migrated and erupted through patients skin.